Event description:
Patient with posterior disc osteophyte receive stryker aviator anterior cervical plating system to stabilize multilevel fusion and fixed with eight screws. 2 days post op, patient was found with the locking mechanism of stryker plate had been warped and sticking up into posterior esophagus causing laceration. Hardware was removed, but left a large 2.5 cm long irregular laceration to the macerated esophageal muscle. Neurosurgery on (B)(6) 2016, where stryker aviator cervical plating system was used. X-ray was taken intraoperative and postoperatively demonstrated normal appearance of the plate screws.